Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the available device history records did not reveal any related manufacturing deviations or anomalies. A warsaw and international complaint database search finds no other reported incidents against either of the provided product and lot codes since their release for distribution. Based on the investigation, the need for corrective action is not indicated

Event description:
The patient has been revised because of dislocation.